Event description:
Manufacturer representative reported microtargeting drive kept advancing after the remote control knob was released. Prior to the event, at the beginning of the recording session, the surgeon advanced the drive and returned the knob of the remote control to the neutral position. He then noticed the drive did not stop and was still advancing down towards the target. The surgeon turned the knob of the remote control counterclockwise to make the drive stop and it did. The surgeon then continued advancing the drive down 1 mm at a time as they usually do and performed readings. Later on the drive stopped completely and would not go up or down when the knob of the remote control was turned clockwise or counterclockwise. Suddenly the drive started advancing down at "high" speed akin to the transit mode. The alligator clips attached to the insertion tubes (for grounding purposes) hit the upper guide bushings preventing the 3 microelectrodes and insertion tubes from going further down in the patient's brain. At that point the electrode tips were extended and at 10mm below target. Manufacturer representative reported the surgeon immediately retracted the microelectrodes and tubes, removed the microdrive and stitched the patient up. The patient was immediately sent for a CT scan. The first report showed no hemorrhage, hematoma or neurological effects. The patient was closely monitored and another CT scan was scheduled for the next day. The next day the pt was doing great and the surgeon did not see a need for another CT scan at that point. A week after the event, MFR rep reported the pt was still doing great.